Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio or vibrate anomaly noted. No error 63 found in history file. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that they did not trust their insulin pump. The customer¿s blood glucose level was 146 mg/dl at the time of the call. The customer stated they had multiple lows and highs since they received the pump. The customer stated there were no alarms received and no pump damage. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.